Event description:
It was reported by service report that the front wheel mount was broken inside of the recliner and it could not roll well. The customer could not determine if there was pt involvement or if there were adverse consequences to report.